Manufacturer narrative:
In previous report, the reporter missed to capture device evaluation. It was corrected in this report. H11 should be as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, inflammatory response, kidney disease/toxicity, lung disease, respiratory issues and other problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box h: manufacture date, evaluation method code grid, evaluation results code grid, conclusion code grid has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, inflammatory response, kidney disease/toxicity, lung disease, respiratory issues and other problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.